Manufacturer narrative:
Health effect-f1905-device revision or replacement a review of the device history record has been completed. No deviations or non-conformities noted. Photo analysis; visual analysis of the photographs identified: rupture: no observed rupture. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan product.

Event description:
Healthcare professional reported, right side rupture. Diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed, additional observations: brown particles on the surface of the shell. Deformation observed.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan product.